Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The reported that the display on the device was black. There was no patient involvement.